Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not give audible prompts when it was powered on. Without audible prompts, a user may not receive the necessary instruction to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device did not give audible prompts when it was powered on. Without audible prompts, a user may not receive the necessary instruction to use the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to a damaged crystal, designator y4 on the device's speech chip circuitry. The device was scrapped by heartsine and the customer received a replacement device.